Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated.the complaint cannot be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. And there were some scratches on the ceramic.the device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, were successfully activated and device functions as intended.since the reported condition was not confirmed and no defect found the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device u1811113 number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate that during an arcr procedure it was confirmed that the blue pedal of the vapr tripolar 90 suction electrode did not function. When the pedal is depressed and then released the coagulation feature kept working. The foot switch was detached, and the surgeon used the hand control and proceeded the procedure further. When the procedure was coming close to an end, the surgeon noticed that coag kept working even without pressing the blue button on the hand control. When the electrode was plugged out of a generator and plugged in, ¿cut/coag stuck¿ was shown on the vapr vue¿s monitor. The electrode was not able to be used anymore. The surgery was completed less than 30-minute delay. There was no harm to the patient. It was brand new and the first use when the issue occurred. No further information is available.